Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was returned with the instrument. A review of the instrument log for the small grasping retractor instrument (470318-10/n10191104 0116) associated with this event has been performed. The instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 2nd use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur. Although there was no patient injury reported, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the small grasping retractor instrument cable was found cracked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) conducted follow-up to obtain additional information. However, no further details are available as of the date of this report.